Event description:
It was reported the patient wanted their device out because it was thought to be making his pain worse. A device explant was planned for (B)(6) 2014. No diagnostic testing or troubleshooting was performed because it was not required. It was unknown if there was a product issue or what the cause of the event was. At the time of the report the patient was alive with no injury. No outcome was reported for this event and additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor, product type: accessory. Product ID 3487a-45, lot# l76653, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: extension. Product ID 3487a, lot# j0012745v, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient.

Event description:
Additional information received reported that the manufacturing representative was told that the patient had not used it for 3-4 years and wanted it out. There was no patient death or injury related to the event. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# l76653, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# j0012745v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the lead lot number j0012745v found that the lead body conductor was broken at the anchor site. All of the conductor wires were broken 11.3 cm from the proximal end. Analysis of the implantable neurostimulator (ins) serial number (B)(4) found that the ins battery was normal end of life and telemetry and output were okay.

Event description:
Additional information received reported that the components involved in the event included a generator and 2 leads. The patient just wanted it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.